Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer requested onsite assistance as there was a failure to alarm at the piic classic. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
It was reported that there was a failure to alarm at the philips intellivue information center (piic) classic . A good faith effort (gfe) was sent for verification of the failure to alarm at the monitor; however, no information was provided by the field service engineer (fse). The technical consultant (tc) assigned to the case responded indicating due to the time in which the incidents occurred and when it was called in, the logs were not able to be obtained for this case. There was no additional information provided. The device was in use on a patient. There was no report of patient or user harm. Gfes were made to obtain the clinical audit logs from the central station and status/configuration report from the mx800, but has been unsuccessful. As the requested data was not provided, an investigation was not possible and the exact cause for the reported event could not be determined. The fse reported the issue was resolved a month ago with no further detail provided.